Event description:
It was reported that the patient tripped and fell, breaking her left hip. During pre-op, device testing revealed noise on the ventricular channel when the device paced in the ventricle. It was inconclusive as to whether or not the patient's fall caused damage to the lead. The physician elected to monitor the patient. Dft testing was performed without complication.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the three connector legs was returned for analysis. The returned connector legs were normal. Without the return of an entire lead, a complete analysis could not be performed.